Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited oversensing which resulted in inappropriate auto mode switch episodes. The lead was capped and replaced.